Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, it is believed that the cautery method used during the explant surgery led to an overload voltage, damaging structures in the electrode ground node inside the analog chip. This is what caused several test failures which were observed during the analysis. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected to explant the device due to sound quality issues, non-use, and pain. The recipient's device was explanted. The recipient will not be reimplanted. The recipient is reportedly experiencing swelling around the implant site following explant surgery. The recipient reportedly went to the emergency room. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.